Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets tubing leakage events on (B)(6) 2026. The patient reported pain at infusion set insertion site and the smell of insulin. The infusion set was in use for 5 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.